Event description:
It was reported that a micro perforation and loss of capture was present on this right ventricular (rv) lead two days after implant. The rv lead was successfully repositioned. No additional adverse patient effects were reported.